Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : not observed. Autoimmune/connective tissue disorders - ndr: not applicable as the event is not related to the device. Pain: unable to confirm as it is a medical event not related to the device. Migration: unable to confirm as it is a medical event not related to the device. Wrinkling: not observed. Additional observations: deformation observed. Wear abrasion observed. Brown particles inside of the device. No further actions are required as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side rupture and "rare form of autoimmune disease that attacked her kidney's" (non-device related). Patient additionally reported "rippling", "pain", and "device moved up into armpit". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture, "started feeling weird," and exchange. Device remains implanted.

Event description:
Patient reported left side rupture and "rare form of autoimmune disease that attacked her kidney's" (non-device related). Patient additionally reported "rippling", "pain", and "device moved up into armpit". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.